Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204/code 107 / damaged connector) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the +3.3v wire was open inside the trunk cable. The cause of the code 204 and code 107 is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and code 107 and had a damaged connector.